Manufacturer narrative:
Aga medical could not evaluate the product involved in this event since it was not returned to us. The plug's manufacturing records could not be reviewed since the lot number was not provided. However, each plug is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. Despite numerous requests for additional information, the hospital did not provide us with additional details; however, in following up with the aga sales representative, we were able to ascertain that the product was from the amplatzer vascular plug 2 family. If we receive more information in the future, a supplemental report will be provided.

Event description:
According to the initial information received, a complication was reported with the amplatzer vascular plug (avp). The avp had been implanted in a patient to treat pelvic congestion, however, the plug was later suspected of crushing the ureter. Additional details have been requested.